Manufacturer narrative:
Review of the device history records indicate that devices were manufactured and accepted into final stock with no reported discrepancies. There has been similar event(s) for the lot referenced. If additional information is received, it will be provided in a supplemental report upon completion of the investigation. "The following devices were also listed in this report: triathlon p/a cr beaded #5l; cat # 5517f501; lot # sullu, tritanium bplate triathlon s6; cat # 5536b600; lot # ctd107659, tritanium patella-asymmetric; cat # 5552-l-381; lot # upj41 , it cannot be determined which, if any of these devices may have caused or contributed to the patient's experience."

Event description:
The following information was provided: the revision today of a left total knee was secondary to infection. All original implants were removed, the joint was washed out, and new implants were placed. The use of mako in the index surgery was not thought to have contributed to this complication.